Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage&deformed. It was reported that during the surgery of total hip replacement, after implant the cup, when drilled bone hole for implanting screw, one drill bit was deformed, the other was broken off into two pieces as photos show. Took x-ray, it indicated that the drill bit was broken in the acetabulum. The broken part was removed from the patient. But as no back-up drill, the surgeon could not insert the screw,he afraid this would affect the initial stability of the acetabular cup. The surgery was delayed, the time is unknown. The patient is stable and in hospital now.